Event description:
As reported on (B)(6) 2014 by the distributor in (B)(6), "for the target 4 cm ablation, the doctor found that the ablation was already to 6 cm when the xl electrode was just deployed to 3.8 cm". No other harm or injury were reported due to this product problem.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging lot for any deviations related to reported defect and the review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. (B)(4).